Event description:
It was reported that during the initial implant procedure, the physician performed a defibrillation threshold (dft) test. The dft test was unsuccessful after two failed shocks. It was reported that the physician did not use max energy or reverse the polarity configuration as part of troubleshooting measures. The plan is for the patient to have their medication adjusted, then undergo an upgrade procedure and additional dft test at a later date. At this time, the ICD remains in service. No adverse patient effects were reported.